Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had severe stenosis throughout the vessels. The talent device was deployed through the right artery. It was reported that the renal artery was occluded by the stenosis. The physician stated that stenting the right renal artery prior to stent graft implant should have been done. The deployment of the stent graft most likely pushed stenosis up into the renal artery. The physician performed a renal to aorto bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other - secondary intervention - results - (severe stenosis throughout the vessels). (Arterial and venous occlusion).